Event description:
Boston scientific received information that intermittent out of range pacing impedances were noted on this right ventricular (rv) lead. At this time no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this event will be updated.

Event description:
--

Manufacturer narrative:
Retracting report already reported event on the same issue. Duplicated report. Reference report 2124215-2010-02687.